Event description:
The customer reported to maquet that when the light was pulled down during a surgery in the operating room #2; its cover plate moved out of position, the spring arm broke and the light head detached. The luminaire remained connected to the spring arm by the electric cables. No injuries were reported to maquet. (B)(4).

Manufacturer narrative:
A field service technician trained by maquet evaluated the device and it was found that the front pivot of the spring arm broke at the weld seam. The broken spring arm was replaced with a new one and the device returned to service. This malfunction was previously addressed in the u.s. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.